Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm reactivity of the k and c antigens. Satisfactory results were observed. Ocd also performed testing with the returned patient sample. Returned sample was drawn 2007 and was not separated prior to shipping to ocd. Vs128 cell I (k+) did not react with patient sample at 15 or 40 minutes. Cell ii (c+) was very weakly positive at 15 minutes. A 1+ reaction was observed with the 40 minute incubation. Additional c-positive and k-positive cells reacted as expected.